Manufacturer narrative:
(B)(4). Eval results: eval for the returned product shows that when tested, the alarm powered on. There's no alarm tone when the sensor is detached from the alarm nor when the pressure is taken off the pad. The tone selector button does not work and the battery springs are bent. (B)(4).

Event description:
Customer claims during set-up, the alarm has power, but no alarm tone when the sensor is detached from the alarm. Also, no alarm tone when pressure is off the pad. There's no visible damage to the alarm case. The battery connectors are intact and no signs of corrosion or battery leakage. There was no pt incident or injury reported.